Event description:
The surgeon reported to the sales rep that the motor became hot and he had to throw it into the basin as it became too hot to hold. The attachment was changed and the surgery completed with no add'l problems.